Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Review of transcripts revealed that the implantable cardioverter defibrillator was post-paced t-wave over-sensing. The patient did not receive therapy during the over-sensing. No intervention was performed at the time.

Event description:
New information noted that the implantable cardioverter defibrillator continued over-sensing. Programming changes were discussed but not made at the time. Patient condition was not reported.

Event description:
New information noted that programming changes were made to the implantable cardioverter defibrillator to resolve over-sensing. Patient was in stable condition.